Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. An xtw clip prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the left atrium, it was unable to open. Troubleshooting was performed and the clip was able to open. While grasping, it was noted that one of the gripper did not function as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the lip was removed and replaced. Two clips were then implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.